Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2010, the patient underwent l5-s1 anterior lumbar interbody fusion and iliac fixation bilaterally. Preoperative diagnosis: l5-s1 pseudarthrosis with radiculitis. Indication for procedure: a (B)(6) male status post an l3 osteotomy who had loss of fixation at cephalad level with extension up to t3. He subsequently developed pseudarthrosis at l5-s1 with radiculitis due to screw impingement and positive sagittal balance. Risks and benefits of surgical intervention were discussed. The patient signed a consent form. Per-op notes: the correct surgical level was identified with intraoperative fluoroscopy. A total diskectomy was performed down to subchondral bleeding bone. There was noted to be motion at this site with a distractor device. Serial trials up to a size 17-mm cage were performed. The implanted cage was then filled with rh-bmp2/acs 2 and beta-tricalcium phosphate that had been soaked in bone marrow aspiration from the l5 vertebral body. The cage was placed atraumatically and then screws were applied to the anterior plate, locked in 2 into l5 and 2 into s1. On (B)(6) 2010, the patient was discharged. Discharged diagnosis: l5-s1 pseudarthrosis with radiculitis. On (B)(6) 2010, the patient presented with one month status post ls-si alif with iliac screw. The patient underwent x-ray. Assessment: one month status post ls-s1 alif with iliac screw augmentation, status post lumbar osteotomy with thoracic extension. On (B)(6) 2010, the patient presented with back and a pop radiographs, standing ap and lateral views of the lumbar spine shows fractured rods at the l3 osteotomy bend. No other loss of fixation is noted. He has positive sagittal imbalance with loss of his lumbar lordosis. Assessment: recurrent flat back syndrome, lumbar pseudoarthrosis, nicotine abuse, non-compliance with postoperative regimen. On (B)(6) 2010, the patient presented for followup lumbar pseudoarthrosis. Patient underwent x-rays: ap lateral spine show fracture of the hardware at the osteotomy site. He has no lumbar lordosis but no rigid kyphosis. He has anterior ossification at l2-3 and 3-4. Interbody ossification is present at l5-s1 alif. There are also halos around the left iliac screw. Assessment: lumbar pseudoarthrosis status post osteotomy, smoking cessation. On (B)(6) 2010: the patient presented for follow up CT myelogram review of systems revealed: positive for hemorrhoids, difficulty urinating, blood clots and pe, hiatal hernia, stomach ulcers, bronchitis, headaches and dizziness. Patient underwent musculoskeletal examination. Patient forward flexes fingers to knees and has positive sagittal imbalance. He is unable to stand up straight and manual attempts at correction cause severe pain. He is able to lie down flat and has 5 to 10 degrees of hip flexion contracture which may be limited by pain with attempt to extend his hips. No instability, or weakness, negative straight leg raise bilaterally, however this does cause low back and buttock pain. He has negative faber bilaterally. He has a healed midline thoracolumbar scar. Patient underwent x-ray: radiographs lumbar spine show loss of height and lordosis compared to previous films of l3 vertebral body with rod fracture l3 region. The patient underwent CT myelogram in 2010 revealed CT myelogram from (B)(6) shows regional lumbar lordosis from t12-s1 of l5 degrees. This is decreased from 41 degrees on CT of 5/10. The l3 lordosis is 19 degrees now and (B)(6) was 30 degrees. His pelvic incidence is 67 degrees and thoracic kyphosis is 14 degrees. He has a mild mass affect behind the l3 vertebral body without severe stenosis. There is lucency of his left iliac bolt. Good interbody fusion appears to be developing at l5-sl. There is a pseudoarthrosis from l2-l4. No other screw lucencies noted except for the previously known s1 lucency treated with the auf. Assessment: eight months status post l3 osteotomy with pseudoarthrosis, recurrent fixed sagittal imbalance.